Event description:
It was reported that the atrial lead exhibited undersensing. As a result, the patient received inappropriate antitachycardia pacing and high voltage therapy during supraventricular tachycardia.